Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes are not filling up to the labeled volume. The following information was provided by the initial reporter. The customer stated: ¿tubes are not filling till the labeled volume level. The sample serum is not enough for analysis, so it's needed to recall the patients for new sample draw. The issue has happened in different labs facilities from the same customer, and have been indeed reported at different times¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes are not filling up to the labeled volume. The following information was provided by the initial reporter. The customer stated: ¿tubes are not filling till the labeled volume level. The sample serum is not enough for analysis, so it's needed to recall the patients for new sample draw. The issue has happened in different labs facilities from the same customer, and have been indeed reported at different times¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.